Manufacturer narrative:
The zoom 71 was not returned for investigation. Although the lot number for zoom 71 was not provided, the device lot numbers shipped to the account were reviewed. The manufacturing records reviewed for the product met the design and manufacturing specifications. Per IFU lbl002069-02. D "the zoom system, when used with the zoom aspiration pump (or equivalent vacuum pump), is indicated for use in the revascularization of patients with acute ischemic stroke secondary to intracranial large vessel occlusive disease (within the internal carotid, middle cerebral - m1 and m2 segments, basilar, and vertebral arteries)". Based on the limited information available, the exact root cause for the shaft break could not be determined.

Event description:
It was reported that during a venous sinus thrombectomy case, the zoom 71 catheter fractured into two pieces. No additional information was provided.